Manufacturer narrative:
Device used for treatment not diagnosis. Device is an instrument, not implanted or explanted. The part was received; an evaluation is in progress. The lot number is unknown therefore a review of the device history record could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that one ti cancellous expansion head screw and one self-retaining screwdriver for expansion head screws were returned with the complaint that during ¿during the placement of the left c4 screw, the flanges on the 4.5x18mm cslp screw slayed so the screw would not seat into the plate. The surgeon applied a large degree of torque on the screw with the screwdriver. The tips of the screwdriver that engage the screw stripped off.¿ upon receipt of these devices it was seen that the four flanges on the head of the screw are splayed outward, the remainder of the screw is in visually acceptable condition, and the distal tip of the screwdriver is missing material from each of the flanges 3mm long. This complaint is confirmed. The failure evidence, both physical observation, and per the complaint description, suggests that the screw would not seat as a result of either interference with the plate, or adequate depth was not achieved while drilling/incorrect screw length selection this complaint is confirmed, the most probable root causes for this complaint are that the screw would not seat as a result of either interference with the plate, or adequate depth was not achieved while drilling/incorrect screw length selection. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2014 the surgeon performed a c2-c5 anterior cervical fusion (acf) on the patient. The patient had degenerative disc disease and kyphosis above a c5-c7 anterior cervical fusion performed on an unknown date. The patient had a solid fusion from c5-c7. During the procedure, the surgeon removed the old plate which was located at c5-c7. The surgeon, placed mtf cc acf grafts at c2-c3, c3-c4 and c4-c5. Then contoured a 54mm cervical spine locking plate (cslp) and placed it from c2-c5. During the placement of the left c4 screw, the flanges on the 4.5x18mm cslp screw slayed so the screw would not seat into the plate. The surgeon applied a large degree of torque on the screw with the screwdriver. The tips of the screwdriver that engaged the screw stripped off. The surgeon removed all the fragments of the screwdriver. The surgeon removed the screw with a new screwdriver. The surgeon, used a new screw which seated properly at the left c4 level. This is 2 of 2 reports for (B)(4).